Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion when the right ventricular (rv) lead was plugged into the new device, high out of range shock impedance measurements when programmed of greater than 200 ohms when programmed in triad configuration and 170-180 ohms when programmed distal coil-to-proximal coil. However the shock impedance was within range at 80 ohms when programmed with a coil to can configuration. A fluoroscopy image was taken but yielded inconclusive results and defibrillation threshold (dft) testing at implant did not reveal any significant findings. Thus the physician opted to electrically abandon the svc coil on the lead as he had already verified that the connection from the lead to device was fine. The lead and device remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.